Manufacturer narrative:
Device evaluation summary: device evaluations of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective capacitor (c19). The capacitor was swelled out of its case. The root cause of the defective capacitor is unknown, but is likely random component failure. The defibrillator board has been sent to manufacturer for analysis. A supplemental report will be sent once this analysis is completed. No adverse event resulted from the monitor failure. The pt received a replacement monitor.

Event description:
A male, pt, contacted lifecor customer support to report that the lifevest burned him. He reports that "the thing melted" and burned his back. There was no gel deployment. He claims that the unit "burned his hand" when he touched the molten plastic, leaving an indentation where his fingers had been. The battery got "red hot." Support sent a pt services rep (psr) to the pt to assess what happened. The psr stated that one of his fingers were burnt and there was an indentation on the front of the device. Support had the psr replace the monitor.